Event description:
The pt reported charging issues between the implant and the external equipment. An advanced bionics rep. Performed device evaluation. The problem was confirmed. The pt had been implanted with a new advanced bionics spinal cord stimulator.